Event description:
In 2004, the pt was implanted with a vented electric left ventriculer assist device (lvad). On the same day, the perfusionist contacted the MFR reporting that while the pt was in the operating room, the outflow graft kept bleeding profusely under the bend relief. The graft had been preclotted with cryo and thrombin (not baked as per the directions for use). On first glance it appeared that the white teflon washer was missing from the bend relief, however it was later discovered to be intact. The leaking appeared to be coming from the screw ring connection outflow valve, even though the screw ring was threaded appropriately and firmly hand tightened. Bioglue was added to the outflow graft around the connection to the metal piece. The bend relief was then cut off of the graft to better assess the bleeding site. There were no holes found in the graft. The leaking appeared to be coming from the screw ring connection to the outflow valve conduit. The screw ring was firmly tightened and had been re-threaded several times to check for inadvertent cross threading. A new graft and bend relief were obtained and the new graft was pre-clotted with 25% albumin and baked. The plan was to do a graft-to-graft anastomosis with new graft and bend relief. The surgeon then decided to construct an o-ring out of felt and place inside screw ring. This was done successfully, however the case was completed with the original graft and no bend relief. Pt remains on lvad support while awaiting a heart transplant.